Event description:
The doctor reports that the implant was not attached to the mount; it was loose. Procedure completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvb8, impl tapered scr-v sbm 3. 7mm 3.5mm 8mm for evaluation. Visual inspection was performed. The returned implant, bundle mount and screw have no signs of use. The devices were returned inside an autoclave bag and its original packaging, inner & outer vials were not returned for evaluation. Therefore, the reported complaint is non-verifiable. DHR review was completed for the subject lot number 1278677. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1278677 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : disengaged¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction could not be verified. The devices were returned inside an autoclave bag and its original packaging, inner & outer vials were not returned for evaluation. The event is non-verifiable as the conditions of the product / packaging when delivered to the customer are unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.